Event description:
This is a report for an event that occurred in the right eye of a pt. Refer to medwatch 9681121-2012-00032. For a description of the event that occurred in the left eye. It was reported from an eye care professional that a pt developed corneal ulcers in both eyes associated with contact lens wear. The pt began lens wear in (B)(6) 2012 and wore the lenses as extended wear. The ulcers were diagnosed at an (B)(6) facility. The eye care professional did not diagnose, treat, or perform f/u on the event. The eye care professional was able to determine the issue resolved. The pt has elected not to resume lens wear at this time. No further info is available.

Manufacturer narrative:
A mfg investigation of the affected lot revealed there was no nonconformity or deviation during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).